Manufacturer narrative:
(B)(4).

Event description:
It was reported several high baseline alarms with 5-10 minutes in between occurrences. This happened while being used on a patient. No medical intervention was needed. Intra-aortic balloon pump (iabp) was exchanged, however the catheter was not removed or exchanged. Issue did not recur on second console. Patient outcome: critical but stable with support from the intra-aortic balloon pump. Patient's height: (B)(6). There was no patient death, serious injury or complications reported.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "high baseline alarm" is not confirmed. Although, the root cause of the complaint is undetermined the returned pump assembly passed visual and functional test specifications. No further action required.

Event description:
It was reported several high baseline alarms with 5-10 minutes in between occurrences. This happened while being used on a patient. No medical intervention was needed. Intra-aortic balloon pump (iabp) was exchanged, however the catheter was not removed or exchanged. Issue did not recur on second console. Patient outcome: critical but stable with support from the intra-aortic balloon pump. Patient's height: 5'9. There was no patient death, serious injury or complications reported.